Manufacturer narrative:
There were 5 investigations completed during this period and for all the products were returned. 2 of the investigations the product was not returned. No manufacturing issues were identified 2 of the investigations the tip was observed deformed. No manufacturing issues were identified 1 of the investigations the lead haptic was not folded and the tip was deformed. No manufacturing issues were identified.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: breakdown of the 6 events of cartridge tip cracked or damaged is as follows: 3 events are of tip deformed, 1 event for tip broken, 1 event as cartridge crack, 1 event was for cartridge damaged. One of the products was returned. The investigation found there was an operational problem however, there was no indication of a product malfunction or product quality deficiency. Serial numbers of suspect products (B)(4). One investigation out of the 6 reported events was completed during the reporting time period and a operational problem was found. The investigation concluded there was no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.